Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received pump error alarm on their device 8 times. No further information provided.

Manufacturer narrative:
The pump passed the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The battery was removed from the pump and monitored for ten minutes and powered up properly after insertion of the battery and no pump error 23 was noted. The pump was received with a scratched case, a scratched keypad overlay, a pillowing keypad overlay, and minor scratches on the lcd window.